Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, this medical device was removed from service but has not yet been returned to boston scientific. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be telemetered and had no magnet tones. This device was completely at or past end of life (eol). The patient had been lost to follow up for two years. It was confirmed that the device had not provided therapy since implant.